Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 120-140mg/dl fasting. Verified the strips expire 6/30/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). The customer is concerned with the results of the 259 and 279mg/dl in the meter's memory. The customer says he always takes his blood test fasting and he is concerned that the results are high.